Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received blank display due to corroded electronics assembly. The insulin pump had corroded motor home switch. Analysis was unable to test for beeping and vibrating due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 150 mg/dl. The customer stated the insulin pump was exposed to water. She stated the insulin pump began vibrating and beeping, after water exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.